Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted in patient via v-p shunt on (B)(6) 2019 with unknown setting. Due to an unknown failure, the valve was removed and replaced on (B)(6) 2022. It is unknown if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; a cut/tear in the silicone housing around the siphon guard was noted as well as needle holes in needle chamber. The valve was hydrated. The valve was leak tested and leaked from cut/tear in the silicone . The valve could not be reflux tested due to the damaged silicone housing. The valve passed the test for programming, occlusion, siphon guard and pressure. The siphon guard was visually inspected, marks were noted in the siphon guard. The valve was dried. The root cause for the issue reported by the customer is probably due to the cut/tear in the silicone housing around the siphon guard. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks found in the siphon guard is probable due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.